Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between receiver and transmitter. Patient was advised to reset the device and allow the bluetooth pairing to complete before starting the sensor session, which was unsuccessful. No additional patient or event information is available.